Event description:
A (B)(6) female who presents with postpartum cardiomyopathy who arrested on the floor x2. Rosc obtained on maximum drips. Taken emergently for left axillary impella. She has been recovering in the ICU and was ready to transfer to (B)(6). While on the helicopter pad for transfer to (B)(6), the impella purge line broke thereby necessitating emergent replacement. She was taken from the helicopter pad directly to the hybrid room for emergency replacement. Given the events, it was not prudent for her to transfer that evening in the helicopter, thus delaying her transfer to higher level of care for heart transplant list. I have additional documents that will not allow me to upload because they are not a picture. The documents show that abiomed knows that this is an issue and has created a "workaround" for this problem. Please contact me via email so that I may share those documents. Thank you. FDA safety report ID# (B)(4).